Event description:
The hospital reported that during an endoscopic vein harvesting procedure while screwing the dissection tip to the scope, the dissection tip broke into halves. The device had not touch the patient at this time. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the device was received with the dissection tip detached from the juicer body. When the dissection tip was reassembled with the juicer body, it formed a complete assembly. The dissection tip had detached from the juicer at the point where they are to be glued together with adhesive. A detailed visual inspection of the juicer and dissection tip components showed adhesive residual on juicer od or dissection tip ID. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).